Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material on the bending section cover adhesive. When tested by olympus, the instrument channel tested positive for 2 colony forming units (cfu) of bacillus species and rossellomorea sp. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope and the microbial contamination was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.